Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible. Discarded by user.

Event description:
It was reported that during a procedure at the user facility, the surgeon using the device for point matching registration of a lumbar spine procedure noticed the device was only showing the device in space on the screen instead of showing the device's vector/angle of approach. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility, the surgeon using the device for point matching registration of a lumbar spine procedure noticed the device was only showing the device in space on the screen instead of showing the device's vector/angle of approach. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.